Event description:
No blood glucose levels reported. The customer reported that the replacement insulin pumps had buttons that do not feel like they click or does not make any clicking sound. The customer also reported that one of the replacement insulin pumps had a crack on the screen. The customer declined to troubleshoot. The customer reported that they would revert to the use of the original insulin pump that was cracked and would simply wait for the upgraded insulin pump from the recall. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, not a crack and scratched case. The buttons keypad responded properly. The insulin pump was monitored and audio beep functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.